Manufacturer narrative:
Review of manufacturing history records found a total of (B)(4) pieces of this lot were released for distribution on (B)(6) 2015 with no deviation or anomalies. Engineering evaluation of the returned driver determined the root cause to be torsional overload.

Event description:
It was reported that during a procedure performed on (B)(6) 2016, the tip of the reform polyaxial driver (39-sp-0700) broke upon attempted insertion of a 8.5mm x 50mm reform polyaxial pedicle screw. The screw was removed and replaced with no delay to the procedure reported. It was also reported that the patient had very hard bone causing the surgeon to use a lot of torque to insert the screw.